Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, mildly tortuous, 100% stenosed, mid right coronary artery. The 2.5x12 mm trek balloon catheter was not able to cross the lesion due to the patient anatomy, and during the attempt to cross the proximal shaft separated in two pieces. Another balloon catheter was used for to complete predilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.